Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a shaft break occurred. The physician was attempting to advance the maverick 2 monorail 15mm x 2.5mm through heavy calcium. The shaft broke outside the patient's body. Retrieved the rest of the device and used another of the same device to complete the procedure. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a shaft break occurred. The physician was attempting to advance the maverick 2 monorail 15mm x 2.5mm thru heavy calcium. The shaft broke outside the patient's body. Retrieved the rest of the device and used another of the same device to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the hypotube separation was 13.5 cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).